Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a thoracoscopic laparoscopic esophageal malignant tumor resection procedure when it was reported ¿in esophageal cancer resection surgery, laparoscopic gastric tube reconstruction was performed after thoracoscopic esophagectomy. After completing the laparoscopic gastric tube reconstruction, it was confirmed that the cannula was damaged and partly lost when it was removed. All cannula breaks may not have been recovered.¿. The procedure was completed with a 60 minute delay. The patient has been in the ICU postoperatively and has not yet been accounted for. This report is being raised on the basis of injury due to possible retained fragment.

Manufacturer narrative:
The device will not be returned, but photographic evidence was provided that confirmed the reported problem. A determination for further investigation has been initiated. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 reports, regarding 11 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a thoracoscopic laparoscopic esophageal malignant tumor resection procedure when it was reported ¿in esophageal cancer resection surgery, laparoscopic gastric tube reconstruction was performed after thoracoscopic esophagectomy. After completing the laparoscopic gastric tube reconstruction, it was confirmed that the cannula was damaged and partly lost when it was removed. All cannula breaks may not have been recovered.¿. The procedure was completed with a 60 minute delay. The patient has been in the ICU postoperatively and has not yet been accounted for. This report is being raised on the basis of injury due to possible retained fragment.